Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan delay expired¿ error message after 3 days of wearing the adc freestyle libre sensor. Due to the sensor error message, the customer was incapable of monitoring their blood glucose and experienced symptoms described as ¿ants on the wrist, feeling weak, and sweating¿. A nurse arrived at the customer¿s residence and obtained unspecified low glucose reading from an unspecified device and treated the customer with fruit juice, bread, tartine, and kiri cheese. The customer was taken to the hospital however, no additional treatment was reported and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Attempted communication between the returned sensor and a known good reader. Observed known good reader successfully communicated with the returned sensor. Scan timeout error message was not observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan delay expired¿ error message after 3 days of wearing the adc freestyle libre sensor. Due to the sensor error message, the customer was incapable of monitoring their blood glucose and experienced symptoms described as ¿ants on the wrist, feeling weak, and sweating¿. A nurse arrived at the customer¿s residence and obtained unspecified low glucose reading from an unspecified device and treated the customer with fruit juice, bread, tartine, and kiri cheese. The customer was taken to the hospital however, no additional treatment was reported and no further information was reported. There was no report of death or permanent impairment associated with this event.